Manufacturer narrative:
Investigation description. No damage to exterior front or back of device. The device was placed on a charging pad and, although it powered on as indicated by audible sound and vibration there was no display output. The reported complaint was confirmed and duplicated. Known-good reference components, including a battery, hoverboard, and display assembly, were installed for testing, but the issue persisted. The root cause of the no display output was identified to be caused by faulty mainboard. The mainboard will be replaced during refurbishment.

Event description:
It was reported that the pump¿s screen was unresponsive despite the wake button registering touch and the device vibrating when prompted; a restart via the mobile app was successful but did not restore display functionality, and no external damage was noted. Symptoms included no reported adverse clinical effects. Outcomes included a replacement pump being processed and shipment arranged with the original to be returned. Investigation included customer troubleshooting and remote support. Investigation of this case revealed a suspected display or user interface malfunction not resolved by restart or charging. It was concluded that the device experienced a screen/display failure and was replaced.